Event description:
Paramedics attended to a person diagnosed in cardiac arrest. Disposable difibrillation electrodes were attached and countershocks were administered. Allegedly, during one or more of the coutershocks, arcing was observed from the sternum electrode connector. The operator removed the defibrillation electrodes and elected to change to standard external paddles with defibrillation gel. When a countershock was administered, the operator reported observing a flash or arc from under the front of the sternum paddle. There were no adverse effects to the pt. Reported as a result of the alleged malfunction.